Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2021. A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor.

Event description:
The hospital reported an error that results in the loss of mechanical ventilation. There was no report of patient injury.